Event description:
It was reported that 8 years and 1 month post implant of this 25mm hancock valve, the patient presented to the emergency room for ev aluation of acute worsening of shortness of breath (sob) or dyspnea. It was reported that a chest x-ray discovered mild interstitial edema and small to moderate right pleural effusion. It was reported that the patient was treated with a loop diuretic medication. I t was also reported post medication the patient remained stable and was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.